Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, or if any additional information becomes available, a follow-up report will be filed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A leak was observed in the housing after patient use at the hospital. The concomitant medical products are currently unknown. There was patient involvement; however, there was no patient injury or medical intervention reported. The actual sample is reported to be available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A leak test showed no signs of leakage on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.